Manufacturer narrative:
(B)(4). D10: concomitant devices - nexgen option cemented femoral component size g catalog #: 00599601702 lot #: 64183631, nexgen articular surface size gh 10mm catalog #: 00596405010 lot #: 64204498, nexgen standard cemented all poly patella size 35mm catalog #: 00597206535 lot #: 64450193. G2: report source, foreign: the event occurred in the united kingdom. The complainant has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a right knee arthroplasty revision to address unknown reasons approximately four (4) years and eight (8) months post-operatively. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, h2, h3, h6. The following section was corrected: d5, h4. The reported event was unable to be confirmed. No devices were received or pictures provided; visual and dimensional evaluations could not be made. Review of the device history record identified no deviations or anomalies during manufacturing. No medical records were provided. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information to report.